Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. The customer reported that there was a low alarm prior to the blank display on the insulin pump. The customer reported that the display of the insulin pump returned after while. Troubleshooting was done. The customer was advised that a new battery cap would be shipped. The customer was advised to monitor the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).